Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device- 4 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that system controller history interrogation revealed flows of 0.0 lpm. The patient was given volume and the 0.0 flow and low flow alarms resolved. The patient was reported to be completely asymptomatic during the events. The manufacturer¿s technical services representative reviewed two submitted log files. Analysis of the first submitted log file revealed low flows and that it appeared that biomatter passed through the pump. No other unusual events were seen within the log file. An additional log file submitted a few hours later revealed continuous low flow alarms in addition to an increase in power. The patient underwent a pump exchange on (B)(6) 2017 for suspected device thrombosis. No additional information was provided.